Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an adc device: the customer reported receiving a letter notifying them of defective sensor that showed inaccurate low readings. The customer reported receiving a box with defective sensors. No patient consequences were reported. Adc customer service attempted to contact the reporter 3 (three) times to gain additional details regarding this event; however, all follow-up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.